Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 around 1 am. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Their current blood glucose level was 111 mg/dl. The customer was treated in the hospital. The customer the customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The endocrinologist decided that they needed a replacement pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy tests. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.